Event description:
Employee was asked by one of her peers to help with filling a cryo gun. When employee turned on the withdrawal tube, the top came off and liquid and her right arm and thumb were exposed to it. She suffered a chemical burn and was treated by urgent care. Bioethics, us.